Event description:
It was reported a medical intervention in which it was required to aspirate the left knee to prevent infection in the periprosthetic area.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. The devices were manufactured in 2015 and 2016. A clinical analysis noted that based on the information provided, the only product failure, noted in the long list of unfortunate events, was for the second revision on (B)(6) 2018. The procedure notes documented ¿mechanical complications of device with failure of fixation mechanism ¿ arthrofibrosis with severe range of motion limitation ¿ failure of the anterior locking component of the tibial poly insert and tibial base plate. The root cause of this failure cannot be concluded, however the documented arthrofibrosis cannot be excluded as a contributing factor. No current or updated information regarding the patient¿s current status has been provided at this time. Products were sterilized according to sterilization release documentation from quality control. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.